Event description:
The customer returned the evis exera iii colonovideoscope to olympus for an unspecified malfunction. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and the found foreign material attached to the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: air/water cylinder has no color, suction cylinder has no color, scope cover has a scratch, switch box has a scratch, label on suction connector is damaged, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, due to wear of angle wire, the play of right/left knob is out of the standard value, plastic distal end cover has a crack, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, adhesive on bending section cover rubber is detached, and the connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. Furthermore, physical damage at the material residue point was not confirmed. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.